Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 2 patient samples on a cobas c 503 analytical unit. The following assays were affected: cholesterol gen.2 and hdl-cholesterol. Sample 1: the initial cholesterol result was 43.4 mg/dl, and the repeated result was 231 mg/dl. The initial hdl result was 4.94 mg/dl, and the repeated result was 55.4 mg/dl. Sample 2: on (B)(6) 2025, the initial cholesterol result was 39.9 mg/dl, and the repeated result was 110 mg/dl. This medwatch will apply to the cholesterol gen.2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the hdl-cholesterol assay.

Manufacturer narrative:
Due to the lack of information provided, the investigation was unable to identify a specific cause of the event. Pre-analytical handling issues could not be excluded. The investigation did not identify a product problem.